Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information the additional armada 18 device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery. Two armada 18 balloons were used and both ruptured during use. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.